Event description:
A bridge assurant biliary stent of unknown size was inserted into a pt for treatment of an iliac artery lesion. Vessel tortuosity and lesion stenosis was unknown. The device was inserted through a 7 f sheath with an up-and-over technique. It was reported that the stent dislodged from the delivery system when the physician pulled the device back during positioning. An angioplasty balloon was used to deploy the stent inside the sheath, and the stent and sheath were removed from the pt simultaneously. Another MFR's stent was used to complete the procedure. No clinical sequelae were reported, and the pt is reported to be fine. The device has not been returned for analysis.